Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") and device breakage ("left essure was broken during removal") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("left essure was broken during removal") and device expulsion ("right was completely in cornu"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage, device expulsion and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of ptc received. Amendment: correction to translation of removal method: left implant was broken, right was completely in cornu. Events "left was broken during removal" and "right was completely in cornu" added. Amendment: the report was also amended on 10-dec-2018 for the following reason: following company internal coding review the description to be coded of the event "left essure was broken during removal" was amended. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.